Event description:
Ando r, numanta o. Issues on the long-term course of pediatric itb therapy. Reported events: pump replacement was performed in 9 cases due to a reduction in efficacy. Pump dysfunction had been suspected. There was two cases of weakened effect to the upper extremity, which was treated with catheter repositioning. There was 12 cases of decreased catheter position. See attached literature abstract.

Manufacturer narrative:
Continuation of d10: product ID neu_ascenda_cath serial# unknown product type catheter product ID neu _ascenda_cath serial# unknown product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_ascenda_cath, serial/lot #: unknown, product ID: neu_ascenda_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.